Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the suture guide wheel jammed, making suturing very difficult with the suture fraying. No other device was available, and despite numerous attempts, it was impossible to thread a second suture through the device. This resulted in an hour's delay in the procedure and anesthesia for the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.